Manufacturer narrative:
Lead model # 3587a, lot # n0024421.

Event description:
It was initially reported on (B)(6) 2011 that the patient was having difficulties recharging their device. It was stated the patient could charge their device past half full, and the patient had increased pain in his legs. It was later reported the patient met with their hcp (health care provider) and had their device revised. After reprogramming a week later, the patient was "doing well now."